Event description:
There was an allegation of questionable elecsys hcg+beta results for 1 patient sample on a cobas e 411 analyzer (disk system). The initial result was 2.86 u/ml. The result was reported outside the laboratory. A medical doctor requested the sample be repeated. On (B)(6) 2024 the sample was repeated and the result was 359.1 u/ml. The repeated result was believed to be correct.

Manufacturer narrative:
The reagent lot number is 77493001 with an expiration date of 30-jun-2025. The field service representative replaced parts and performed adjustments with the liquid level detection printed circuit board assembly and a probe. Test runs were performed and it was confirmed the device was properly functioning after maintenance was performed. After service, no issues were reported by the customer. The investigation determined the service actions resolved the issue.